Event description:
Nurse opened medic anti-stick needle m8-5007 exp 9/30/27 and lot# 41180011 noting black discoloration in the cannula and prior to and independent of drawing up medication. No patient harm or exposure.